Event description:
It was reported that dosing on the ilet stopped when the paired dexcom g7 cgm did not connect because the user was operating a dexcom receiver instead of using a compatible pairing setup, leading to incorrect pairing attempts and sensor type switching during troubleshooting. Symptoms included hyperglycemia, with the user reporting a reading of 401 mg/dl. Outcomes included interruption of automated dosing and the need for monitoring while awaiting restoration of cgm data to resume dosing. Investigation included troubleshooting and education on correct pairing, turning off and isolating the receiver, re-entering the g7 pairing code, and temporarily switching sensor type settings before returning to g7. Investigation of this case revealed user pairing error and use of an incompatible receiver that interfered with cgm-to-pump communication, which precipitated loss of cgm data and ensuing dosing suspension. It was concluded, based on previously established findings for similar reports, that the cause was user error related to incorrect pairing and incompatible accessory use.